Event description:
Clinical study. It was reported that 829 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 3.5x18mm, 65% stenosed, moderately calcified, mildly tortuous lesion in the proximal left anterior descending artery (prox lad) with placement of a taxus express2 3.5x20mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 2.5x16mm, 96% stenosed, moderately calcified, moderately tortuous lesion in the 1st obtuse marginal branch (1st om) with placement of a taxus express2 2.5x16mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Eight hundred twenty nine days after the index procedure, the patient required a tvr in the left main coronary artery (lmca). A taxus express2 3.5x12mm drug eluting stent was placed in the lesion. It was not indicated if the tvr was related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.